Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery was observed to be depleting quickly and the pump shut down due to the battery issue. The customer reported the battery depleted from 100% to 5% within one day. The customer¿s blood glucose was 132 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.